Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomalies. All functional tests passed including ¿impedance test in saline¿ test.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were measured involving the parkinson's disease patient's implantable neurostimulator (ins). It was stated that a while after the ins was implanted a disconnection in the impedance of electrode number 3 was measured. Impedance testing found that electrode 3 had an impedance over 40000 ohms which reportedly indicated the electrode was disconnected and showed fracture. It was noted the issue involving electrode 3 did not affect treatment of the patient. The ins was replaced as a result of the event and following the replacement, it was found that electrode number 3's impedance had returned to a normal value. Supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.